Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate hv therapy via merlin.net transmission. Review of the record session revealed vt episode inappropriately discriminated as af with rvr. Recommended programming changes were made, but did not resolve the issues and the patient received another shocks. Additional programming changes are needed.